Event description:
A bipap a30 device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the assembly. Additionally, the service technician noted additional findings of dust/dirt contamination, and the printed circuit assembly (pca) needed to be replaced due to the error log being unable to be extracted due to the device not powering on. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
This device bipap a30 was manufactured on 11/07/2012, which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.